Manufacturer narrative:
Concomitant device: olympus flexible scope -unknown part and serial numbers. (B)(4) no code available: damaged device (clear water spot). The part and serial numbers for the damaged device are unknown, therefore we are unable to verify in the sterility guide as to whether this particular olympus flexible scope model is approved for processing in the sterrad 100s'. The device manufacturer was contacted about the scope damage and stated that the olympus flexible scope is an approved device for processing in the sterrad 100s. The sterrad 100s' user's guide warns: know what you can process: before processing any item in the sterrad 100s sterilizer; make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device manufacturers' instructions for their products. The foldout chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturers' instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device manufacturer or your asp customer representative for more information.

Event description:
The customer reported that an olympus flexible scope was damaged after a completed standard cycle in the sterrad 100s two to three weeks ago. The damage was described as resembling a "clear water spot". During sterilization, the scope was in a single wrap and placed on the top shelf in the center of the chamber. There were no reported human reactions due to this event.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad 100s system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for damage to customer device. Trending analysis for damage to customer device issues associated to the sterrad 100s did not indicate a significant trend. The shuma (system hazard and user misuse analysis) is reported to be a score of (B)(4) or "broadly acceptable risk". Without the scope trade name and/or model number there is not enough information to determine whether the scope was recommended for the sterrad 100s.